Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 3 was blinking yellow and the system won't home, getting an error. Site was getting a 607/22028 error and usm 3 was blinking yellow and they could not move it. Logs were showing 22028 error on usm 3 and 607 audio errors. Tse recommended performing a hard reboot on the system and exercising usm 3. Site performed a hard reboot and moved arm 3, but when the system powered back on the error remained. Site disabled arm 3 and recovered and the system homed. But, site wanted to use usm 3. Another reboot did not resolve the issue. The arm wasn't colliding and they couldn't see anything stuck in the arm or obstructing the arm from moving. Tse recommended site could swap to their other system patient side cart. Site was unable to do that. Site was going to convert to laparoscopic.the procedure was converted to laparoscopic with no reported injury.